Event description:
It was reported that the right atrial (ra) lead triggered a warning for zero measured high and low impedance measurements. The atrial warning was cleared and the lead monitor was programmed to adaptive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).